Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 70mm ruptured abdominal aortic aneurysm. It was reported during the index procedure, following successful placement of the endurant ii main body stent graft (etbf2316c145), a contralateral limb (etlw1613c124ej) was implanted. An additional endurant ii (etlw1610c156ej) limb was inserted and deployment was initiated. The deployment was attempted by rotating the external slider, without using the trigger. It was reported that rotation of the external slider failed to lower the graft cover. Although no resistance was encountered, repeated attempts to rotate the slider yielded the same result. Instead, the tip and spindle tube moved upward. It was stated that the first stent deployed. Suspecting a potential device malfunction, the use of (etlw1610c156ej) was discontinued. A replacement device was then positioned and deployed successfully without issues. No damage was observed to the etlw1610c156ej delivery system or its packaging prior to use. Deployment steps were performed in accordance with the instructions for use IFU), including counterclockwise rotation of the external slider as indicated by the slider arrow. No complaints were reported regarding the other endurant devices implanted during the procedure. Per the physician the cause of the deployment failure was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis the external slider was partially retracted on receipt of the device. The stent graft was partially deployed on receipt of the device. Minor deformation was noted on tactile testing of the graft cover. A gap of approx. 9mm was observed between the proximal end of the stent graft and the stent stop assembly. A kink was evident to the exposed section of the spiral member. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.